Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: after firing, the jaw of egia 60 med thick sulu did not open. The device was resected with another instrument.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.